Event description:
It was reported that the insulin pump over-delivered insulin. Customer received the safety letter. Customer stated that his blood glucose was 170 mg/dl and he took 2.8 units, customer accidently pressed the down arrow; the insulin started delivering insulin, the delivery stopped at 6 units. Customer suspended the insulin pump and disconnected it from the body. Customer was nervous and started using manual injections. The current blood glucose reading is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.